Event description:
The customer reported the ventilator alarmed and went vent inop. The ventilator was not in use on a patient, therefore, there was no patient harm or involvement. The manufacturer's service technician was unable to duplicate the reported event. The service technician reported the ventilator would power on but would not progress through power on self test. The service technician replaced the cpu pcb board to address the findings. Final extended self testing (est) was completed and the unit passed per operating specifications. Factory analysis of the cpu board revealed a 5 volt signal is shorted. Failure of the 5v supply as noted while in use may result in the ventilator shutting down and alarming.